Manufacturer narrative:
(B)(4) the patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 02/25/2018 that on (B)(6) 2017, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. The probable cause could not be determined. No additional patient or event information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.